Event description:
The user facility reported that when a patient was positioned on the surgical table, it moved down in height without being commanded to do so. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the table and found that it would not maintain height setting when raised to approximately half maximum height. When the table was raised it would drift back down to the lowest height setting. During the technicians troubleshooting, he was using the auxiliary override controls to raise the table to maximum height, the table did not drift back down and additional changes in the table's height did not cause the table height to drift down again. Further testing/operation of the table height did not cause the initially observed drifting condition to recur. As a precaution the technician replaced the tables hydraulic valves, tested the table and returned it to service; no further issues have been reported.